Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 15.0, 15.5 and 18.0 cm from the distal tip. The distal tip of the ace 68 was ovalized. Conclusions: evaluation of the returned device revealed that the ace 68 was kinked and ovalized. These types of damages likely occurred due to forceful handling during use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common carotid artery to treat an acute ischemic stroke using a penumbra system ace 68 reperfusion catheter (ace 68). It was reported that the patient had tortuous anatomy. During the procedure, the physician noticed that the ace 68 was not advancing on the angio screen and decided to remove the ace 68 from the patient. Upon inspection, the physician found that the ace 68 was kinked. Therefore, the procedure was completed using a new ace 68 and the same neuron max 6f 088 long sheath (neuron max). There was no report of an adverse effect to the patient.